Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: during a cto pci the physician experienced the turnpike tip failed, broke, and tip separated on the guidewire. Physician had to remove the wire and the catheter as one unit. Additionally, the patient had a very calcified vessel, and this may have been due to the separation. The physician ballooned the lesion with a small balloon and then with a larger one, rotablated the calcified vessel and stented it. No angio's available for the case.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. There was no lot number provided for this complaint. Therefore, no record review could be complete. The event description states tip failed and broke. No unit was sent back to for investigation. It is unknown what type of damages occurred on the turnpike tip and shaft without product evaluation. Per IFU states the following warnings and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury; do not rotate the catheter more than two (2) consecutive 360° rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. It is unknown if the physician torqued against resistance. Additional information was requested. A response was received. The tip did not remain in the vessel. It stayed on the guidewire and removed along with the guidewire as one unit. No other microcatheter was used to complete the procedure. No angiograms were shared pertaining to this issue. No DHR review could be completed as the lot number was not provided. Based on the limited information, the most likely root cause of the issue is undeterminable.